Manufacturer narrative:
Concomitant medical product received on: 09aug2019. Investigation ¿ evaluation. A review of the complaint history, device history record, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One used 7.2 fr catheter was returned for investigation. The black pigtail straightener was returned on the catheter, covering the proximal hub. No biomatter was observed along the catheter tubing surface. The catheter endhole was damaged and sheared, but no portion appeared separated off. Dimensional measurements of the catheter confirmed that the device was measured within the correct specifications and tolerances. There is no evidence to suggest the device was not manufactured correctly. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history file was reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The device history record for the complaint lot and subassembly lot revealed no related nonconformances. A database search revealed no other complaints have been reported for the complaint device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, the examination of the returned product, and the results of the investigation, the cause could not be traced to the device. A definitive root cause can not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an endoscopic biliary drainage set was used on an unknown patient for a percutaneous transhepatic drainage (ptcd) procedure. As reported, the "tip of the pigtail stent turned up during its insertion in the body." Additional imaging provided on 07aug2019 showed the tip was sheared without separating. As reported, the patient did not experience any adverse effects due to this occurrence.